Event description:
The customer reported obtaining incomplete differential results for controls and patients' results involving the coulter lh 780 hematology analyzer. The customer also indicated that murky fluid leaked around the flow cell of the instrument. The customer stated that approximately 1 ml of fluid leaked and was contained within the instrument. There was no exposure or injury reported for this event. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse observed that the instrument was generating incomplete differentials and discovered a damaged line from the bottom of the differential mixing chamber to the flow cell. The fse replaced the affected tubing and verified repair per established procedures. Failure mode of the leak is attributed to the damaged tubing from the bottom of the differential mixing chamber to the flow cell. Beckman coulter internal identifier for this report is (B)(4).